Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they contacted health care professional for high blood glucose level. The customer¿s reported blood glucose levels were 400 mg/dl or 500 mg/dl, over 600 mg/dl, 360 mg/dl. The customer was treated using insulin from the pump, shots, needles, and manual injections for high blood glucose level. The customer stated that they experienced symptoms like feeling flushed, queasy and dehydrated as a result of high blood glucose level. The customer did not allege the insulin pump for under delivery. Troubleshooting was performed and the insulin exited at the quick release. The customer was able to perform high pressure test. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.